Event description:
Physician reported that the molded end on two foley catheters separated from the catheter tube. He stated that the balloon of each catheter deflated and the catheter fell out of the patient causing no injury to the patient. Physician reported that he did not witness the catheter separation, but had observed the catheters after the event.